Manufacturer narrative:
There is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization for fluid retention.there there is no documentation in the complaint file to show a causal relationship between the use of the cycler and the patient¿s fluid retention.the device alarmed to alert the patient of drain complications.the failure of fluid to drain from the patient can be the result of several issues.common causes of impaired flow include catheter occlusion from constipation or fibrin clot, catheter kinking or malposition, or adhesions in the peritoneum causing entrapment of the catheter.the pdrn did not report any troubleshooting efforts to determine what was causing the patient to retain fluid.there were no prior calls to technical support to report an issue with the cycler during treatment. Furthermore, the pdrn stated that the patient was not always compliant when given advice on treatment so that she could not be sure if the patient¿s issue was related to the cycler. Based on the limited information provided during the initial call by the pdrn and no additional information,the liberty select cycler can be excluded as the cause of the patient¿s fluid retention with hospitalization. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number.an investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record(DHR) review confirmed the results of the in-progress and final quality control(qc) testing met all requirements.the investigation into the cause of the reported problem was not able to be confirmed.a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted technical support to request a replacement liberty select cycler for a pd patient. The pdrn stated the patient was experiencing drain complications and alarms. The patient was in the hospital due to retaining fluid and the doctor wanted the patient to have a new cycler. The pdrn added that the patient isn¿t always compliant when given advice on treatment. Attempts to obtain additional information were unsuccessful. No further details were provided.